Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
Valve wouldn't reprogram. Numerous attempts were made to adjust the pressure setting and the valve would not change. Please send a follow up report on your findings once the valve has been analyzed for the surgeon's review. Surgeon had to revise shunt by removing hakim valve and replaced with a competitive valve. On (B)(4) 2016 per rep: no adverse events occurred. I don't have the original implant date.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the position of the cam when valve was received was 70mmh2o. The valve was visually inspected: a needle hole in the needle chamber was noted. The valve was tested for programming. With programmers 82-3126 sn (B)(4) and 82-3190 sn (B)(4), the valve failed the test, during the programming process the cam mechanism did not move. The valve was irrigated with purified water. No occlusion was noted. The valve was dried. The valve was leak tested, only leaked from the needle hole in the needle chamber. The valve was reflux tested, the valve failed the test. The valve was retested for programming. With programmers 82-3126 sn (B)(4) and 82-3190 sn (B)(4), the valve failed the test, during the programming process the cam mechanism did not move. The valve was then pressure tested at 70mmh2o, the valve passed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on and around the cam mechanism, on the cam mechanism pillar, and on the base plate. The cam magnets were also controlled. The magnets passed. Review of the history device records confirmed the valve product code 82-3844, with lot clhb5w, conformed to the specifications when released to stock on the 13th july 2010. The root cause of the problem reported by the customer is due to biological debris found on and around the cam mechanism, on the cam mechanism pillar, and on the base plate. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.